Event description:
It was reported that at the beginning of a prostate procedure, with a pt under anesthesia, the laser systems touch screen display flickered and would not come up / no display. The green light xps laser procedure was cancelled and an alternate "plasma button" bph procedure was performed. There was not injury reported.

Manufacturer narrative:
The component code - display refers to the results code electrical problem. System analysis/svc repair: the back-light on the laser systems touch-screen display was found not to be working. The top cover assembly/lcd display was replaced in the field; the sys was tested and verified to meet specification.